Event description:
It was reported that during an upgrade from an implantable pulse generator (ipg) to an implantable cardiac defibrillator (ICD) the ipg was pacing normally when removed from the patient when all of a sudden there was no capture and no output. It was noted that the patient had an escape rhythm. Pacing resumed after approximately one minute when the device was placed back in pocket. The ipg was successfully replaced with the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.